Event description:
It was reported patient was revised on right knee due to tibial loosening.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding tibial loosening involving a triathlon baseplate component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported patient was revised on right knee due to tibial loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. The lot code provided is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.